Event description:
Smartsite extension failed, would not flush or pull back blood after attached to IV catheter, removed and placed a new one and it worked fine. Continual problem with this brand. FDA safety report ID# (B)(4).